Manufacturer narrative:
The device was returned to the manufacturer and the complaint of the blood not coming out of the handpiece was not duplicated. Small amounts of corrosion behind the rear motor cover were found as well as small traces of a black residue, possibly mobile 28, in the drivetrain. Mobile 28 is red so, it is possible that the customer thought the substance they were seeing was blood. Samples were taken for further investigation. The device was repaired and returned to the customer. This report will be updated if the results require.

Event description:
It was reported that while cleaning the device, the customer was not able to get all of the blood out of the unit. There was no patient involvement or adverse consequences related to this event.